Event description:
A user facility reported to olympus that when multiple endoscopes were connected to the olympus, model cv-190, evis exera iii video system center, an error "e315" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device has been returned to olympus. However, an evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the presumed cause was not specified because the phenomenon, ¿error code e315¿, could not be reproduced and more information could not be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.